Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female pt who suffered from red, hot nodules at injection site after cosmetic injection with poly-l-lactic acid (sculptra, batch-no unk). The pt had been treated approx 3 weeks ago by the reporting dermatologist. Additional information received on (B)(6) 2008. Addendum provided by dermatologist: this case involves a (B)(6) female pt with no relevant medical history. On (B)(6) 2008, the pt had been treated with poly-l-lactic acid (batch-no a7016, diluted in distilled water, overall 5 ml) in combination with 2 ml prilocaine 2% for local anaesthesia. On (B)(6) 2008, red, hot, itching nodules were detected. Corrective treatment included methylprednisolone orally, amoxicillin trihydrate / flucloxacillin sodium, metronidazole, i.v. Prednisolone 250 mg, and i.m. Triamcinolone 80. Outcome: ongoing on date of report. Alternative explanation provided by dermatologist: allergic origin probable. Addendum for follow-up received 05-sep-2008. (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.